Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device had recorded several episodes of inappropriate mode switch due to noise on the atrial lead. The device was reprogrammed and the patient was stable with no consequences. Related manufacturer report number: 2938836-2017-31160.